Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported poor image resolution was due to limited ultrasound visibility. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. Two clips were implanted under very limited echocardiogram visibility. Insufficiency was reduced from grade 4 to grade 2. Per the physician, the first clip appears less closed than the second clip after deployment. The clip remained stable on both leaflets. On the echocardiogram the clip angle was the same before opening. Due to the inability to rotate the fluoroscopy, it was not possible to assess the clip angles. There were no adverse patient effects or clinically significant delay.